Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that sub drawer 1 of drawer 4 had failed repeatedly. The customer stated that the drawer was loose inside the chassis. The field service engineer removed the drawer from the cabinet and found that the hex nuts holding the catch in place were loose. The fse retightened the hex nuts securely to resolve the issue and tested the drawer in the hardware test application to ensure the performance. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, drawer failed repeatedly. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. However, there were no delays or adverse events or injuries reported based on this event.